Event description:
It was reported post myocardial infarction that the patient's cardiac signals decreased in size making them difficult to detect. The lead function was changed to a monitor mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drm ICD implanted: (B)(6) 2013. (B)(4).